Event description:
It was reported that two tlc55's were used during a lobectomy. It was reported by the affiliate that the knob stopped during the firing cycle. A new instrument was used to complete the case. There was no consequence to the pt.